Event description:
It was reported that the attachment device "has bad bearings." The reporter did not provide the precise date of this event, however, the reporter confirmed that this event was discovered during sterile processing. This reported condition was not related to a planned surgical procedure, patient involvement or adverse event. Several unsuccessful attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. All available information has been disclosed. If any additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual attachment device has been returned. Reliability engineering evaluated the device and the reported condition of bad bearings was confirmed. Testing was performed and the event was duplicated. Findings revealed that this event was due to insufficient cleaning after procedure. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).